Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump cannot complete the rewind sequence and alarmed a failed battery. Customer's blood glucose was unknown at the time of incident. Customer indicated that the battery compartment and springs are fine. Troubleshooting could not be completed as custome indicated that they will call back later. No further details given.